Manufacturer narrative:
(B)(4).sample availability is unknown. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center for assistance ending therapy on the homechoice (hc) during the drain cycle. The nurse (rn) stated a child became disconnected from the patient line. The baxter technical service representative (tsr) assisted the rn with ending therapy and advised her to start over using new supplies. No patient injury or medical intervention was reported. No additional information available. The problem was resolved over the phone and a swap of the device was not required. Additional information was received from the peritoneal dialysis nurse who stated she was unaware of this incident as this occurred in the inpatient area. The pd nurse did confirm that the patient is doing fine and did not develop an infection. No additional information received.